Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced hyperglycemia as the result of an inaccurate delivery issue. Reportedly, on an unspecified day, the patient¿s blood glucose (bg) was over 1000 mg/dl. The patient allegedly discontinued pump therapy. No additional information was provided. Attempts by customer technical support agent to follow-up on the matter with the reporter were unsuccessful. The reported issue remained unresolved, this complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.